Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for high out of range pacing impedances of greater than 2000 ohms in the right ventricle (rv). The patient was brought in for a full evaluation. It was noted in a unipolar configuration, the rv impedance was 419 ohms and the pacing threshold was 0.6 v. In a bipolar configuration, the rv impedance was 793 ohms and the pacing threshold was 1.2 v. Myopotential testing and a chest x-ray were performed, but no issues were noted. The physician suspected there may be an issue with the rv lead, but this was not confirmed. The root cause for the high out of range rv pacing impedances still remains unclear. It was noted the patient was only 1 percent paced in the rv. The decision was made to leave the rv lead in a unipolar configuration and the patient will continue to be monitored. At this time, this pacemaker remains in service and there were no adverse patient effects reported.